Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer reported that the saline bag had emptied and blood was observed in the start-up kit. The icy catheter (lot #unknown) suspected to be leaking. Patient's status information was requested but the customer did not provide a response.